Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have a 50 percent or greater symptom reduction. The patient had their stimulator off and they turned it on and increased the amplitude. It was noted that the patient had a lot of falls and had a hard time getting from place to place and was unsteady on their feet. The troubleshooting performed to provide insight into the issue was reprogramming on (B)(6) 2014. It was reported that the action taken to resolve the issue was that they changed the settings and the patient felt stimulation. The cause of the event was not determined and it was unknown if it was device related. It was stated that the patient recovered without permanent impairment. It was noted that the patient was offered to have their device turned off, repositioned, or taken out.

Event description:
It was reported that the interstim was not working. The patient had tried different programs and settings. It was indicated that the patient was going to the bathroom every hour and half and the pads are still getting wet. It was indicated that because of the implant patient ended up in the hospital because patient could not have a bowel movement for 3 weeks and was going to the bathroom a lot. It was indicated that before the implant the bladder was doing what it wanted to do but patient still had depends and pads on. It was noted that patient was implanted for bladder control. It was indicated that patient was in the hospital for 3 weeks from (B)(6). It was indicated that patient was unable to have bowel movement and was dehydrated. It was indicated that patient was given prune juice and miralax. It was indicated that the interstim was turned off completely. It was turned off 2 weeks while patient was in the hospital and it was turned off when patient went to rehab, it was turned off for 5 weeks. It was indicated that patient was very sick in the hospital and also had to have a blood transfusion. It was noted that patient came home on (B)(6) she went to her primary health care provider and turned on the interstim. It was indicated that they were other program patient could try but stated none of the programs are working. It was noted that on one of the programs the patient¿s leg was hurting and caller had to turn the setting down. It was indicated that nothing was working no rest, no sleep and caller was keeping a log. It was indicated that before the implant the patient was able to get up by herself and go to the bathroom. It was indicated was needed assistance to help her to a portal potty by her bed. It was indicated that patient was weak and was going to rehab. It was indicate that when she was in the hospital they could give patient fluids and that was why patient was not having bowel movements. They did get the patient going with bowel movements, they did a endoscopy and found out patient had a hiatal hernia and they were going to do a colonoscopy but patient¿s heart rate went up to 140 so they did a sigmoidoscopy and found patient had thickening of the rectum .they put the patient on liquid diet and had to do a blood transfusion. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0c7ad, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).